Event description:
It was reported that the patient underwent a left knee revision due to tibial tray loosening.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 9 catalog#: 42500606601, lot#: 64780970. Articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog#: 42512400710, lot#: 64822165. All-poly patella cemented 29 mm diameter catalog#: 42540200029 lot#: 64843568 customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was confirmed by review of x-rays. X-ray evaluation by third party hcp states that there is periprosthetic lucency along the undersurface of the medial tibial plate, consistent with loosening. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.